Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. The following section has been corrected b.3 (from nov 24, 2023 to nov 27, 2023).

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate during a transfemoral tavr for the native aortic position, a 23mm sapien 3 ultra resilia valve was deployed with 2 ml less than nominal volume. The valve was implanted in a final 80:20 (aortic/ventricular) position. On postoperative day (pod) three (3), hemolysis was observed. Pvl was trivial. The lactate dehydrogenase (ldh) was approximately 1000 or more and hemoglobin (hb) was not decrease. The patient was placed under the monitoring. The patient continues to be hospitalized for follow-up.

Manufacturer narrative:
The complaints for post implant paravalvular leak and subsequent hemolysis was unable to be confirmed due to unavailability of relevant procedure imagery/medical record. A review of the device history revealed no indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. As reported, ''a 23mm sapien 3 ultra resilia valve was deployed with 2 ml less than nominal volume. The valve was implanted in a final 80: 20 (aortic/ventricular) position. On postoperative day (pod) three (3), the hemolysis was observed. Pvl was trivial.'' In this case, during valve deployment 2ml less than nominal volume was used, which cause the valve to be under expanded creating a gap between pvl skirt and the native annulus leading to initial paravalvular leak which increases post implantation. Per training manual ''use nominal volume. The delivery system requires a prescribed volume for thv deployment and proper function''. Additionally, it was noted that patient had moderate aortic valve calcification, which can potentially create irregular contact between the pvl skirt and target site (native annulus), resulting in paravalvular leak. As such, available information suggests that procedural factors (under expanded valve) and/or patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received from the site. The following sections of this report have been updated: b.4, b.5 g.3, g.6, and h.2.

Event description:
Per additional received from the site no symptoms were observed for the hemolysis. Prior to discharge the patient a blood transfusion was performed for the hemolysis.